Event description:
Related manufacturer reference number: 2017865-2022-08866. It was reported that the patient presented remotely via merlin.net. Upon review, it was found that patient's right ventricular lead and atrial lead exhibited low pacing impedance. High threshold and low sensing was also noted on the right ventricular lead. Both leads were explanted and replaced. The patient was discharged.

Manufacturer narrative:
The reported events of low pacing lead impedance, r-wave amp variation and high pacing threshold were confirmed. As received, a complete lead was returned in one piece. Visual inspection of the lead found external insulation abrasion breaching the outer insulation and exposing the outer coil at the distal region of the lead. The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart and the reported events.